Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a pacemaker implanted on (B)(6) 2018. Post pacemaker implant the physician examined the patient and identified an infection. The physician assumed the infection originated in post-operative care. The pacemaker was explanted and the patient was stable after the explant procedure.